Event description:
Lab staff noted air or gas frequently compressing into chamber and concerned about hydrogen leak. Medical gas cylinder changed and checked for gas leak and found none. On further inspection of bugbox, staff found a white tubing on left side in chamber disconnected. Tube reconnected. Tube does not have clamp or other method of securing connectivity. Technical representative (B)(6) from bugbox contacted for support and trouble shooting. (B)(6).